Event description:
The customer contacted stryker to report their device did not provide defibrillation therapy as expected. This issue is patient related; however there was no adverse event reported. Another device was used.

Manufacturer narrative:
Stryker was able to verify the reported issue through review of the software logs however the service depot was unable to verify or replicate the defibrillation issue.

Manufacturer narrative:
A stryker service representative evaluated the customer¿s device and was able to verify the reported issue but unable to duplicate. The therapy pcba was replaced as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device did not provide defibrillation therapy as expected. This issue is patient related; however there was no adverse event reported. Another device was used.